Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. Upon arriving at the emergency room, patient's blood glucose was measured at 484 mg/dl on an unknown blood glucose monitor. Patient was given insulin through an IV, type and dosage is unknown. Patient arrived at ER at 9pm on (B)(6) 2017 and was released at 1am on (B)(6) 2017. Since release from ER, the patient has been using insulin injections in order to maintain blood glucose in her target range. The infusion device was requested to be returned for product evaluation.